Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the shield occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "on (B)(6) 2019, I suffered an accident with one of your products (with 30g needles) which when I hooded it and pressed the needle, it went through the shield and then I had punctured, taking a risk of some type of transmission, having to perform the pertinent studies due to lack of security."

Event description:
It was reported that a needle through the shield occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter: "on (B)(6) 2019, I suffered an accident with one of your products (with 30g needles) which when I hooded it and pressed the needle, it went through the shield and then I had punctured, taking a risk of some type of transmission, having to perform the pertinent studies due to lack of security."

Manufacturer narrative:
H.6 investigation summary: one photo was provided. It shows a needle assembly with the plastic shield. The top part of the needle went through the plastic shield. Per the instructions, the needle should not be recapped and should be placed in a proper disposal unit. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.